Manufacturer narrative:
(B)(4). Baxter evaluated the device and found that the door hooks and latch pins were failing. It was determined that this failing part caused the system error 322 alarms. The failed door hooks and latch pins were replaced. System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
During review of the event history log system error 322 was observed. This suggests a device malfunction. Any patient involvement, injury or medical intervention is unknown.